Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was not confirmed. After testing the device, the display was working as intended. Guidelines were provided to the customer for reference. The fan rotation speed was incorrect due to a faulty fan unit and the power inlet socket was deformed. In addition, scratches were observed on the top cover, minor corrosion was noted on the rear panel, minor rust was noted on the chassis and there was peeling paint on the top cover. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The fse reported on behalf of the customer, the touch screen of the visera elite ii video system center blacked out and the endoscopic image was not present. During the inspection and testing of the returned unit, the fan rotation speed was found to be incorrect due to a faulty fan unit and there was a deformed power inlet socket. There were no reports of patient harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction of touch screen being blacked, no endoscopic image reported by the customer and the faulty fan unit and deformed power inlet socket found during device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause for the faulty fan unit and deformed power inlet socket could not be determined. Additionally, since the issue regarding the touch screen and no image was not reproduced in the repair department, the cause of the failure could not be determined. Olympus will continue to monitor field performance for this device.